Event description:
A medtronic representative reported that, while in a procedure, when closing the o-arm door, a piece of the plastic drape became stuck inside the door. When attempting to re-open the door, the system would not respond. The site attempted a manual opening but only heard a clicking noise when trying to crank the system open. A different imaging system, a c-arm, was brought in and the procedure was completed successfully. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Rmas issued. Replacement cover detect positioner louv, detect positioner louv hinge and springs shipped to site. A medtronic representative, following-up at the site, reported the o-arm door would not open and the positioner louv was bent and stuck inside the rotor, causing the rotor to get stuck. On (B)(4) 2013, changed cover detect positioner louv, two springs and the two hinges that hold the cover on the rotor. O-arm is up and functioning properly. Performed a imaging system check-out, all areas passed. - medtronic investigation of returned suspect cover finds the part was scraped and had exposed metal. Physical damage, dented/nicked/scratched/bent, directly caused the event. - medtronic investigation of returned suspect hinge finds broken louv at screw socket. Physical damage, pieces broken, directly caused the event.